Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was positioned on the septum side of the ventricle, near the tricuspid valve and the bundle of his. The threshold was measured and shown to be good. However, the sensed wave was as low as around 4mv. Four days post implant the patient had sinus arrest and cardiac massage was performed. Pacing failure was suspected and a temporary pacing catheter was inserted. Pacing failure was observed even when the rv output was set high. During the procedure to reposition the lead, the lead was reassessed with fluoroscopy and it confirmed that the helix had not come off completely, but that it might have been a micro dislodgement or a result from changes of the patient's body position. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 457445 lead (B)(6) 2015. (B)(4).